Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction with redness, inflammation/ swelling and pustules underneath the sensor pod area. Prior to sensor insertion the area was prepped with alcohol. One week post¿sensor removal, the patient developed redness, inflammation, and swelling and was prescribed unspecified oral antibiotics (unknown dosage) by the gp (general practitioner). There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, there was still a firm swelling present at the site. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).